Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor noted. Unit was received with high idle current due to voltage leak on c13 on ib. Pump had cracked case at display window corner.

Event description:
Customer reported via phone call that they experienced high blood glucose level of400 mg/dl. Customer reports no symptoms. Customer's blood glucose value was 297 mg/dl at the time of the call. Customer does not have a tubing clamp available for troubleshooting. Customer states that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir and declined to check the pump settings.  It was found during troubleshooting that there is fluid underneath the display screen.  Customer reports bolus wizard is programmed accurately. Troubleshooting advised the customer to change the infusion set. The product was returned for analysis.